Manufacturer narrative:
Further investigation into this issue revealed that the fluid flow issue was caused by a kink in the non-baxter peripherally inserted central catheter (PICC). Based on this information, the baxter folfusor was determined not to be a factor in the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that the device did not fully infuse the medication dose during the expected therapy time. The device was filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.